Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully. On (B)(6) 2013, approximately four days following the bt treatment, the patient experienced an exacerbation of his asthma and was admitted into the hospital. According to the physician, the patient had also developed pneumonia. The patient was administered steroid and nebulizer treatments along with levaquin. On (B)(6) 2013, the events were considered to be resolved and the patient was discharged from the hospital. It was reported that the patient is currently "feeling good."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma and pneumonia are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.